Manufacturer narrative:
No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported by a clinical specialist (cs) while he was on site setting up the system, he was able to set up the cart configuration, program the ip address and proceed into the clinical application. When he went back to the stealthstation configuration utility to verify the ip address, the application no longer launched. After a reboot, none of the service utility applications were launching and the following error appeared: failed to run python 'python/loggerui.py as user root. Unable to copy the user's authorization file'. Additionally, upon trying to run the os 1.0.4 disk the cs also received a "system has detected an unauthorized attempt to install unapproved software" message. Technical services (ts) had the cs check cart configuration and verified correct sn and system type (ent). The self test opened and all relevant items were green (ser vices, internal components). The log archiving utility launched without issues. Behavior observed was as follows: after double tapping on the icon, he was prompted for the admin password, he typed it in and nothing appeared. He did not get any errors or other prompts. He restarted the system 4 times (1 over the phone) with the same result. He also waited 10 minutes while taking notes and the configuration tool did not launch. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. There were no failures found with the device and system passed checkout. The solid state drive was returned for analysis and they confirmed a bad drive and would not allow the system to boot. System logs were also reviewed and it was confirmed that the database was corrupted, not allowing the system application to launch. There were several improper shutdowns showing the users were not properly shutting down the system. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative reported that on 1/7/2018 that the system is operational after the hard drive was replaced.